Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided pictures identified that one screw is fractured and the plate is fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk carpal plate. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03892.

Event description:
It was reported that the patient underwent initial left wrist fusion. Subsequently, the patient experienced delayed union of the wrist and pain and later was revised due to fracture of plate and screw. No additional patient consequences were reported.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information is available at the time of this report.